Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: broke off in patient during a case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probable root cause/s could be excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Blade comes contact with a hard object. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke inside of the patient. The tip was successfully removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke inside of the patient. The tip was successfully removed from the patient.